Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
In the initial MDR the best corrected visual acuity (bcva) values from (B)(6) 2014 were incorrectly reported as being post-op readings however they were actually pre-op readings. (B)(4). Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with blurry vision on right eye at a 3 day post-operative exam. A brief description from the surgery center indicated patient had foggy vision on right eye (od) and was treated with topical steroids. The patient¿s chief complaint was that there was foggy vision od, and was improved with topical steroid dosage increase. The topical steroid increase was outside the normal regime of outside the standard of care. There was a loss of best visual acuity reported. The symptoms were resolved at 5+ months. Pre-op from (B)(6) 2014: right eye post-op 20/20 -4.50 x -.50 x 14; left eye post-op 20/20 -4.50 x -.50 x60. Post op: 20/15 od, 20/15 os, 20/15 ou.